Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdomin pain') in a 21-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included naproxen. The patient's medical history included fatigue and tonsillectomy. Concurrent conditions included anxiety, costochondritis, back pain, dysfunctional uterine bleeding, spastic colon, chest tightness, chest pain, abdominal pain lower, panic attacks, crying, weight loss, shortness of breath, dizziness, vaginal discharge abnormality, menses irregular and mood swings. Concomitant products included ibuprofen for genital bleeding as well as alprazolam, cefoxitin sodium (mefoxin), celecoxib (celexa), diazepam (valium), dicycloverine hydrochloride (bentyl), doxycycline, hydroxyzine hydrochloride (hydroxyzine hcl), meloxicam, metronidazole (flagyl), sertraline and sertraline hydrochloride (zoloft). On an unknown date, the patient started naproxen at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right lower quadrant and left lower quadrant pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy-bilateral linear salpingostomy,laparoscopic assisted vaginal hysterectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown, the abdominal pain and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date as per initial case and mr: (B)(6) 2011. Both ostia were seen, cannulated and successful deployment was done with coil count of 5 on the right and 12 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: 1. Uterus with attached fallopian tubes showing chronic cervicitis. 2. Small metallic device in bilateral cornu.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain female quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome of the event abdominal pain and menorrhagia were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/worst pain ever') and abdominal pain ('abdomin pain') in a 21-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included naproxen. The patient's medical history included fatigue and tonsillectomy. Concurrent conditions included anxiety, costochondritis, back pain, dysfunctional uterine bleeding, spastic colon, chest tightness, chest pain, abdominal pain lower, panic attacks, crying, weight loss, shortness of breath, dizziness, vaginal discharge abnormality, menses irregular and mood swings. Concomitant products included ibuprofen for genital bleeding as well as alprazolam, cefoxitin sodium (mefoxin), celecoxib (celexa), diazepam (valium), dicycloverine hydrochloride (bentyl), doxycycline, hydroxyzine hydrochloride (hydroxyzine hcl), meloxicam, metronidazole (flagyl), sertraline and sertraline hydrochloride (zoloft). On an unknown date, the patient started naproxen at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right lower quadrant and left lower quadrant pain") and was found to have weight increased ("I've gained about 40lbs it's all in my stomach"). The patient was treated with antibiotics and surgery (bilateral salpingectomy-bilateral linear salpingostomy,laparoscopic assisted vaginal hysterectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown, the abdominal pain and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date as per initial case and mr: (B)(6) 2011. Both ostia were seen, cannulated and successful deployment was done with coil count of 5 on the right and 12 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: 1. Uterus with attached fallopian tubes showing chronic cervicitis. 2. Small metallic device in bilateral cornu. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event weight gain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain (""abdomen" pain") in a 21-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included naproxen. The patient's medical history included fatigue and tonsillectomy. Concurrent conditions included anxiety, costochondritis, back pain, dysfunctional uterine bleeding, spastic colon, chest tightness, chest pain, abdominal pain lower, panic attacks, crying, weight loss, shortness of breath, dizziness, vaginal discharge abnormality, menses irregular and mood swings. Concomitant products included ibuprofen for genital bleeding as well as alprazolam, cefoxitin sodium (mefoxin), celecoxib (celexa), diazepam (valium), dicycloverine hydrochloride (bentyl), doxycycline, hydroxyzine hydrochloride (hydroxyzine hcl), meloxicam, metronidazole (flagyl), sertraline and sertraline hydrochloride (zoloft). On an unknown date, the patient started naproxen at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant and left lower quadrant pain") and abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (bilateral salpingectomy-bilateral linear salpingostomy,laparoscopic assisted vaginal hysterectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown and the menorrhagia, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date as per initial case and mr: on (B)(6) 2011. Both ostia were seen, cannulated and successful deployment was done with coil count of 5 on the right and 12 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Pathology test: on (B)(6) 2014: diagnosis: 1. Uterus with attached fallopian tubes showing chronic cervicitis. 2. Small metallic device in bilateral cornu. Vaginal haemorrhage, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdomin pain") in a (B)(6) year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included naproxen. The patient's medical history included fatigue and tonsillectomy. Concurrent conditions included anxiety, costochondritis, back pain, dysfunctional uterine bleeding, spastic colon, chest tightness, chest pain, abdominal pain lower, panic attacks, crying, weight loss, shortness of breath, dizziness, vaginal discharge abnormality, menses irregular and mood swings. Concomitant products included ibuprofen for genital bleeding as well as alprazolam, cefoxitin sodium (mefoxin), celecoxib (celexa), diazepam (valium), dicycloverine hydrochloride (bentyl), doxycycline, hydroxyzine hydrochloride (hydroxyzine hcl), meloxicam, metronidazole (flagyl), sertraline and sertraline hydrochloride (zoloft). On an unknown date, the patient started naproxen at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant and left lower quadrant pain") and abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (bilateral salpingectomy-bilateral linear salpingostomy, laparoscopic assisted vaginal hysterectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown and the menorrhagia, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date as per initial case and mr: (B)(6) 2011. Both ostia were seen, cannulated and successful deployment was done with coil count of 5 on the right and 12 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: uterus with attached fallopian tubes showing chronic cervicitis. Small metallic device in bilateral cornu. Vaginal haemorrhage, pelvic pain female. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia), pain, right lower quadrant and left lower quadrant pain, abdominal pain. Event outcome was updated for the events: right lower quadrant and left lower quadrant pain, abdominal pain, menorrhagia. Lot number was added. Reporter information was added. Concomitant and historical conditions were added. Concomitant and treatment drugs were added. Lab data was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.